Event description:
Analysis of the stored data confirmed the high lv impedance and the low shock impedance recordings on the daily measurements. Both measurements are back to the expected ranges. The device has no faults recorded. The cause of the out of range recordings could not be determined, but is thought to be a result of external electromagnetic interference rather than an issue with the leads. Potential interferers with the lead impedance measurements would likely pass current through the body. Perhaps, poorly grounded electronics or diagnostic equipment like body fat analyzers or transcutaneous electrical nerve stimulation (tens) units. These findings were discussed with the field representative. Technical services recommended delivering a maximum energy shock to test the integrity of the system as the potential for a lead issue still exists.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that a red alert was issued for this device and right ventricular (rv) lead, indicating low shock impedance less than 20 ohms. The caller said there was not a measurement for shock impedance the following day. Technical services (ts) discussed that either the shocking lead integrity test had not been performed yet or it had not been posted yet. Ts also noted that left ventricular lv) pace impedance also increased from 400 to 700 ohms the same day that the low shock impedance occurred. All impedance measurements returned to baseline and remained there since. The patient was brought in to the office for further evaluation but no abnormalities could be identified. A disk will be sent in for analysis. Ts discussed the potential for a shorted system with the low shock impedance measurement and recommended testing the integrity of the system with a maximum energy shock. No adverse patient effects have been reported. All available information indicates that the device and leads remain in service.

Event description:
A disk has been received and was submitted for review by an in house engineer.